Event description:
It was reported that the patient presented for follow up with post sensed t wave over-sensing exhibited by the implantable cardioverter defibrillator. The patient was noted to have premature ventricular contractions which caused functional under-sensing. No patient symptoms or interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.